Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported that approximately two hours left for the patient¿s access flow monitoring to be completed the plastic on the venous line snapped on the access flow disk where the lines are twisted, disconnecting the venous bloodline that was entering the patient¿s internal access. There was no physical damages noticed to the combiset access flow prior to treatment. The charge nurse stated that no staff member was touching the lines at the time, and that a technician heard the noise and stopped the treatment immediately. The technician clamped the access lines preventing air from entering the system. The cn stated that since the technician clamped everything immediately preventing air into the system, the fresenius 2008t machine did not alarm. The charge nurse stated that the patient had thirty seven minutes remaining in treatment, patient¿s treatment was discontinued, and stated that there was no harm, no injuries or medial intervention required by the patient. Additionally, the patient¿s estimated blood loss (ebl) was approximately 200 ml. The patient returned to treatment on her next schedule treatment and is continuing hemodialysis (hd) treatment without further issues. The complaint device was discarded and it is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no approved temporary deviation notices (dn) reported on the lot. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.